Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an pinnacle anterior/apical pfr kit, the lead suture detached outside the patient as the physician was pulling the left mesh leg through the ligament. The detachment occurred at the point where the lead suture meets the dilator. The procedure was completed with another pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an pinnacle anterior/apical pfr kit, the lead suture detached outside the patient as the physician was pulling the left mesh leg through the ligament. The detachment occurred at the point where the lead suture meets the dilator. The procedure was completed with another pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.